Event description:
It was reported that during change of ICD, the rv lead had insulation separation at the hv pin area. The physician decided to do a lead revision with a new hv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.